Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the error was cleared, however customer declined follow-up to ensure new cgm session was successfully started.